Manufacturer narrative:
(B)(4). The customer reported a bootup failure. The device was evaluated by a philips field service engineer. The symptom was clarified as an intermittent unexpected shutdown. The energy select switch assembly was replaced to resolve the issue.

Event description:
The customer reported a bootup failure.